Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02244. It was reported the patient experienced ineffective stimulation. To address the issue, the physician explanted and replaced the patient¿s leads on (B)(6) 2018. Postoperatively, effective therapy was reported.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02244.